Event description:
It was reported that during port placement for a da vinci assisted sleeve to bypass conversion procedure, the inferior vena cava (ivc) was punctured when the surgeon placed a trocar. An abdominal incision was made to clamp the ivc and the patient received blood transfusions. The patient was then transported to a larger hospital for care where they expired the same day. Multiple attempts to obtain additional information from the surgeon were made; however, no response was received.

Manufacturer narrative:
The da vinci system was never docked, and there was no report of any issues with the trocar; therefore, no product was returned for investigation. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of a trocar injury to the vena cava. Neither the specifics of the technique of the port placement nor the details of how the injury occurred were provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contribute to this event.